Manufacturer narrative:
Lift power coil cable.

Event description:
It was reported by service report that the head end lift stuck in an elevated position and could not be lowered into lowest position. Customer reported that they did not know if there was patient involvement. However no adverse consequences are reported.